Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the tacker was fired, the tack does not come out of the device completely, leaving the fabric stuck together. There was no patient involvement.